Event description:
On (B)(6) 2022, a patient (pt) called to report upon opening a new acuvue® oasys with transitions¿ brand contact lens (cl), the os suspect lens was folded in half and noted it ¿was soapy-like as if it had soap.¿ the pt rinsed the suspect os cl. Upon insertion, the pt was unable to focus the os vision, experienced immediate discomfort, but continued to wear the os cl. The pt reported the os vision worsened. The pt reported a burning sensation in the os after removing the cl. The pt presented to an urgent care clinic that night, then advised by the urgent care to go to an emergency room (ER). The pt was diagnosed with ¿chemical conjunctivitis and ked (corneal epithelial defect) 8mm defect¿ and reported the os was flushed with saline at the ER. The pt was prescribed ¿dilating drops qid¿ (name of the eye drop was not provided), prednisone 1% eye drops qid, polymixin b sulfate trimethoprim eye drops qid, bacitracin and polymyxin b ointment at bedtime and doxycycline by mouth. The pt also had additional follow-up visits with an ophthalmologist after returning home. The pt reported the os eye lid was tender to touch last week. The pt reported it took 3 weeks for the os vision to recover and 4 weeks for the light sensitivity to resolve. The pt reported the os is ¿pretty much fully healed now.¿ the pt was advised cls wear may be resumed in 1-2 months. The pt reported only wearing the lenses on ¿special occasions.¿ the pt has not yet returned to cl wear and plans to return for another eye exam as the previous prescription was over a year old. On 04 nov 2022, the pt sent an email with a written summary, medical visits, pharmacy receipts, and medical reports. Additional information received from the pt: around 11:30 a.m. On (B)(6) 2022, the pt put in a new set of contact lenses. The left lens looked abnormally folded and ¿bubbly¿, like there was detergent in the package. The pt opened a new bottle of contact saline cleaning solution, biotrue and used the solution to rinse off both lenses before putting them in. At approximately 2:30 or 3:00 pm, the pt reported the os vision continued to get blurrier throughout the day, so the pt removed the lenses. On removal, the pt reported the os started to burn, and the blurriness did not improve. The pt used saline eye drops to rinse the os, but the burning pain and blurriness continued to worsen. The pt presented to an urgent care 8:00 pm and was then referred to an eye emergency room. At the ER, the left eye was flushed with 9 liters of saline. Pt followed up with an ophthalmologist on (B)(6) 2022 and (B)(6) 2022. ER notes: date of visit: (B)(6) 2022: chief complaint: pt presents with ¿chemical in eye¿, pt applied scl"s (dailies") @ 1300 hr. ¿took scl's @ 1515 hrs causing burning and eye pain w/ blurry vision¿ present illness: pt presents with "foamy contact lens" to os today at 1pm. Reports pt used a new contact lens today but the left one looked foamy before the pt put it into eye, with immediate pain subsequently. Pt uses the same solution for both eyes and right eye is fine. Tried to irrigate eyes immediately, then went to ER when symptoms did not subside. Exam: os va: 20/50 ph without correction. Os tomometry: 22. Os slit lamp exam: left lids/lashes edematous and erythematous upper and lower lids. Os conjunctiva/ sclera no perilimbal whitening. Os cornea near complete ked 8x8mm; anterior chamber deep and quiet ou. Diagnosis: chemical conjunctivitis os. Mechanism: "foamy contact lens" to os; irrigated with 6 l normal saline; ph after irrigation: 7.0 bul, bll. Exam: no limbal whitening or conjunctival blanching. 8 x 8 mm corneal epithelial defect start os: polytrim qid, psp ointment at bedtime, cyclogyl bid od; vitamin c 1000 mg daily; doxycycline 100 mg daily. Follow-up with an ophthalmologist tomorrow. Emergency room discharge instructions for (B)(6) 2022 visit: reason for visit: ¿chemical in eye.¿ diagnosis: chemical conjunctivitis of os. Medications given: tylenol; proparacaine (alcaine); tropicamide (mydriacyl). Medications prescribed: (wait 5 minutes between eye drops (hand-written on paper): vitamin c 1,000 mg tablet daily; bacitracin-polymyxin b ophthalmic ointment - apply to left eye at bedtime for 10 days; cyclogyl 1-2 drops os bid for 10 days; doxycycline 100 mg capsule 1 capsule (100 mg total) bid for 10 days; polytrim 1 drop os qid for 10 days; and pred forte 1 drop os every 2 hours while awake for 10 days. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number j0020cj was produced under normal conditions. One opened lens case was received containing two lenses. One sealed blister was also received for lot number j0020cj. A microscopic visual inspection revealed no visual attributes or abnormalities in the two opened lenses received. There was not enough solution from the one sealed blister to measure ph and conductivity. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
One opened lens case was received containing two lenses for lot number j0020cj. One sealed blister package was also received. A magnified visual inspection revealed no visual attributes on the two open lenses. A magnified visual inspection revealed no visual attributes on the sealed lens. There was not enough solution from the sealed blister to measure ph and conductivity. If any further relevant information is received, a supplemental report will be filed.